Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was leaking from the bottom of the cartridge on multiple cartridges. Blood glucose level was 107mg/dl. A new cartridge was loaded to address the issue.